Event description:
(B)(4). The patient was randomized to IV tpa (tissue plasminogen activator) + solitaire fr and treated. On (B)(6) 2014, it was reported the patient had an ae (adverse event) of ph2 hematoma/petechial hemorrhage which was considered disease related and resolved on the same day without treatment. The cec (clinical events committee) adjudicated the event on (B)(6) 2015 to be a hemorrhagic infarction 1 (h1) and considered procedure related. Per the cec, all hemorrhagic transformations in the solitaire arm occurring within the first 48 hrs are attributed to the index procedure/treatment since recanalization is the prerequisite for the hemorrhagic transformation and was more likely achieved by the procedure rather than the IV t-pa. However, the cec cannot exclude some contribution from the tpa. On (B)(6) 2015, the site updated the ae to be cerebral petechial hemorrhage hi2 with onset date of (B)(6) 2103. The ae is study disease related. The patient also had other aes at the same time of the hemorrhage including respiratory failure that required intubation for 5 days, so there are a lot of confounding conditions. Therefore, it was not possible to pick out specific symptoms of hi1. The nihss assessments are not significantly different than baseline (noting that subject is intubated).). There were no records that noted change in mental status. It was reported the patient completed 90 days with nih (national institute of health) score of 22 and mrs (modified rankin score) of 5.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. The lot history record review of the reported lot number showed no discrepancies that might have contributed to the reported event. (B)(4).

Manufacturer narrative:
Updating report to reflect the correct date of the onset of the ae of petechial hemorrhage to be (B)(6) 2013 and the original procedure date (B)(6) 2013. Corrected the description to have correct dates.